Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received alert for crosstalk via merlin.net. Reprogramming was recommended.